Event description:
New information received notes that the oversensing issue was noted during clinic visit. There were no adverse issues as result of the before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's rv lead was capped and replaced due to oversensing on (B)(6) 2018. No further information is available.